Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed folds/wrinkles on the left eye (os) at 1 day post op exam. The patient's comment was that the fold was tolerated well. Topical steroid dosage was increased to treat the flap. In addition, the flap was lifted and rinsed to resolve flap fold reported. The surgery center reported the symptoms were resolved.